Manufacturer narrative:
B5 updated with additional information.

Event description:
Staff reported that the pump from the purge unit was leaking; fluid was repeatedly escaping. The flushing fluid did not remain in the system. The patient did not die because of the leak.

Manufacturer narrative:
B2. Is death and date of death added. B5. Additional event description added. D6b. Explantation day, month and year added. H1. Type of reportable event added. H6. Health effect - impact code for death added.

Event description:
Additional information was received from a clinical review. It was noted that the patient survived the explant, however, it was reported a few hours later the patient decompensated and the withdrew care and the patient expired. The device will be conservatively reported for death; however, the death is most likely attributed to the patient¿s underlying critical clinical condition in the setting of acute decompensated cardiomyopathy requiring multiple mechanical circulatory support devices.

Event description:
An impella 5.5 device was inserted via the left axillary artery in a 65 year-old male patient presenting with acute decompensated cardiomyopathy. The patient was previously on impella cp with extracorporeal membrane oxygenation (ECMO) in place. ECMO is the primary hemodynamic support device with the impella being utilized for left ventricular venting. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage a. During support, automated impella controller (aic) values showed purge flow <1 ml/h and purge pressure of 1061 mmhg. Partial thromboplastin time (ptt) was reported >51 seconds, with prior measurements consistently around 50 seconds. Tissue plasminogen activator (tpa) lysis was utilized in the purge solution as an off-label intervention to mitigate the impact of biomaterial within the motor. There was no reported adverse clinical impact to the patient. Following intervention, purge function initially improved, with purge flow increasing to 3.8 ml/h and purge pressure decreasing to 586 mmhg. The purge solution consisted of dextrose 5% in water (d5w) with 25 meq/l sodium bicarbonate. Subsequently, a purge line leak was identified originating from the yellow luer lock connector at the pump connection. The purge system was replaced; however, the leak persisted despite the intervention. The 5.5 was subsequently removed after being on impella support for 11 days. The patient survived to explant.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.